Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 month after two dental implants were installed in intraoral regions #12 and #14 it was verified their non-osseointegration. A 15 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii.